Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and meshes were implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and boston scientific advantage transvaginal mid-urethral slong system was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient underwent revision surgery on (B)(6) 2015 due to vaginal mesh complication.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, pop and cystocele. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. (B)(4).